Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up. The implantable cardioverter defibrillator could not be interrogated due to telemetry anomaly. Previous device check reports indicated that the device was not approaching eri. Patient presented in the operating room on (B)(6) 2017. During pre operative check, telemetry could not be established again. Patient's device was explanted and replaced. Patient was sent home with no issues and will continue to be followed up normally.